Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (incorrect anatomy and guide wire selection) the device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The filtration element (fe) and a non-abbott guide wire were returned frozen in the retrieval catheter (rc). A non-abbott torque device was also returned. The guide wire and rc were returned, looped several times, and the guide wire was wrapped tight on the rc. There were multiple kinks in the guide wire, consistent with the way that the device was packaged for return to abbott vascular, which was looped several times. There was a radial tear, 1 mm in length, at the distal end of the guide wire exit notch of the rc. This tear appears to be consistent with interaction of the guide wire. There were radial scratches at the proximal end of the tear. The distal end of the rc was curved due to the way it was returned, which was looped. There was no other damage noted to the rc. A second abbott rc was received. The guide wire exit notch was jagged, consistent interaction of the guide wire. There was no other damage noted to the second rc. The inner diameter of both rc tips was measured with pin gauges and both met the manufacturing criteria. During functional testing, the devices were separated from each other after being left in a warm water bath. The returned filtration element was loaded on to a new barewire, and an attempt was made to load it into the returned rc. The filtration element was inserted into the rc but it did not fully collapse. During testing, one of the filter support structure assemblies separated from the distal end of the platinum marker. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty collapsing the filtration element into the pod is due to a large embolic load. It is likely that attempting to collapse the filter in this condition contributed to the reported difficulty and the rc collapsing. The instruction for use (IFU) states: if an exceptionally large embolic load prevents complete withdrawal of the filtration element into the rx retrieval catheter tip, the barewire filter delivery wire must be removed with the rx retrieval catheter. Failure to do so may result in redeployment of the filtration element from the rx retrieval catheter tip. The IFU warns: only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element. In this instance, it could not be determined if use of the competitors guide wire contributed to the reported difficulties. The IFU also states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use in the superficial femoral artery caused or contributed to the reported difficulties. A review of the finished device lot history record did not reveal any nonconforming material records and there have been no other incidents reported for this lot. Overall, the reported difficulties and subsequent damage appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that an emboshield nav 6 embolic protection device (epd) was positioned in the superficial femoral artery. During attempted epd removal, the proximal tip of the retrieval catheter (rc) kept collapsing and did not encapsulate the epd. Reportedly this occurred because the epd was full. The rc was removed and a second rc was successfully used to remove the epd. There was no adverse patient sequela. Though requested no additional information was provided.